Event description:
The customer received a questionable creatinine jaffe generation 2 result for one patient sample. The initial result was 7.87 mg/dl and was reported outside the laboratory. The physician did not agree with this result and the sample was repeated. On (B)(6) 2013, the result from the same sample was 3.30 mg/dl on a different cobas c501 analyzer and 3.54 mg/dl on the original analyzer. The patient had a CT for a urinary stone and was not adversely affected. The creatinine reagent lot number was 671597 with an expiration date of 07/30/2014. The investigation could not determine a specific root cause due to the limited information provided.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).